Manufacturer narrative:
They did a hard reset of the monitor to get the remote network station to work again. The war room was unaffected by the rns lockup as they were able to monitor the pts. The area affected was now operational. Awaiting requested device for failure investigation.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) locked up and was not operational. The rns displayed the sectors, but no waveforms. When the mouse was moved the windows 7 wait circle showed on the screen and would not allow any actions to be taken with either the mouse or keyboard.